Event description:
It was reported by the surgeon that a patient implanted with a tecnis one piece intraocular lens, (iol), model zcb00 (unknown serial number) experienced an allergic reaction/skin reaction at the eye lids/conjunctiva. The surgeon explained to the patient that, according to his opinion, this reaction was most unlikely related to the implanted iol. Nevertheless the patient's skin doctor persists to receive the components/ingredients that are contained in the iol to rule them out as a possible root cause for the reaction. No further information was provided.

Manufacturer narrative:
The intraocular lens was not returned, therefore product testing could not be performed. Manufacturing records reviews: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Labeling review: the directions for use, (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation the cause of the complaint could not be determined and there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Additional information was received. Possibly the patient has a preservative agent allergy. It is very unlikely that the patient has a reaction to the iol as the intraocular results are without pathological findings. No intraocular reaction has occurred. An explant of the iol is not planned. No further information was provided. A separate MDR has been filed for the companion lens implanted in the patient's left eye. Brand name: tecnis itec preloaded 1-piece iol, model #: pcb00, catalog #: pcb0000205, serial #: (B)(4), expiration date: 09/27/2016; device manufacture date: 09/27/2013. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no information to suggest that the lens has been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.